Event description:
It was reported that the ventilator could not pass the pre-use check. There was no patient involvement. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number and manufacture date can be provided. On-site investigation was performed by third party service and the customer. There was on-site visit by out technician. The claimed issue was reproduced during troubleshooting. According to received information, the 5000-hour preventive maintenance kit, which includes nozzle units, was found expired and after it replacement the issue was solved. The device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Unfortunately, the device's logs and the defective parts were not provided for further analysis. Our conclusion is that the replaced parts were the cause of the failure. As the maintenance kit 5000 hours was pointed out expired, hence the most likely root cause was determined as expected wear and tear.